Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a sigmoid colon resection, after using 8 loads, the device failed to open. They used a new device to complete the case and resolve the issue. No injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The reload was received engaged with the instrument. Visual inspection of the cartridge revealed that the reload was fully fired. The instrument firing knobs were fully advanced the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.